Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) unit is giving continuous beeping sound when switching machine on. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in event site name: (B)(4). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the device and observed that system is beeping continuously when the system switching on. So checked problem found with power supply board so that has to be replaced. System is not working. The device not repaired. As of now the investigation is closed, if any new information received future related to part replacement will reopen the complaint and update it. There was no patient involvement.